Event description:
Event description guidant received information that a guidant representative has had this cardiac resynchronization therapy defibrillator (crt-d) for awhile. This was a device that he could not interrogate and thus placed back in his bag and gave the physician another device. The recent communication came out and the rep re-checked the device and still is unable to interrogate the device despite using three different programmers. The boxed device was returned to guidant for analysis.,